Manufacturer narrative:
(B)(4).

Event description:
Received info reporting, the pt experienced impingement of the top of the left pulse generator resulting in pain when bending at the waist. Examination and palpitation of the area was done. The device was repositioned 3 cm caudal of its current position of (B)(6) 2011. Pt recovered without sequela.